Manufacturer narrative:
The reported rpms exceeded the maximum recommended speed found in the IFU.

Event description:
It was reported during initial surgery that a twist drill fractured during use. A portion of it remains implanted.